Manufacturer narrative:
Reported patient age (65 years) is the median age for all patients included in the article study cohort. Reported patient sex (female) is representative of the majority of patients in the study cohort. E1. Reported facility name is the facility associated with the communicating author's contact information. The initial reporter is the communicating author. The article authors were associated with multiple facilities. While the report type is submitted is reportable serious injury, this report is submitted regarding potential malfunction of onyx migration reported in the literature article. A separate report will be submitted regarding other potential patient serious injuries reported in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Baharvahdat h, qoorchi moheb seraj f, al-raaisi a, blanc r, najafi s, mirbolouk mh, redjem h, ebrahimnia f, escalard s, zabihyan s, desilles jp, mowla a, boisseau w, mazighi m, smajda s, & piotin m. (2024). Long-term outcome of endovascular treatment for indirect carotid-cavernous fistulas. Neurosurgical focus, 56(3), e5. Https://doi.org/10.3171/2023.12.focus23795 medtronic review of the literature article found a study about carotid-cavernous fistulas (ccfs), which are abnormal connections bet ween the carotid artery and the cavernous sinus. The purpose of the study was to evaluate the effectiveness of endovascular treatment for indirect ccfs. The study found that the transvenous approach had a high success rate and was particularly effective. Despite some complications, most patients experienced long-term improvement in ocular symptoms. Overall, the study concluded that endovascular treatment is both effective and safe, with the transvenous approach being the most successful. The article also discusses various treatment approaches, outcomes, and the correlation between symptoms and venous drainage patterns. 42 patient were treated with onyx embolization. All 42 patients treated with onyx were reported to have successful embolization. However, there were patient complications reported. Most adverse events were reported as a cohort of the liquid embolization agent (lea) group which consisted of 50 patients, 42 of which were treated with onyx or a combination of onyx and coils. For most lea group adverse events, it was not specified if the lae was onyx or another manufacturer's product. 1 patient in the lea group died post-operatively. The patient developed severe intraventricular hemorrhage (ivh) following direct superior ophthalmic venous puncture and embolization using a combination of coils and onyx. This ultimately resulted in the patient's death two months later. Onyx migration into the internal carotid artery (ica) occurred in 2 cases and resulted in patient ischemic stroke in both patients. Despite treatment with mechanical thrombectomy, it was noted that both patients had poor outcomes. 13 patients in the lea group experienced new procedure-related cranial nerve (cn) palsy. Ocular symptoms worsened post-operatively in 15 patients lea group. 1 patient in the lea group experienced transient cardiac arrest. 1 patient in the lea experienced extracranial hematoma. 1 patient treated experienced diabetes insipidus 1 week after embolization with onyx. The diabetes insipidus was managed with medica tion (desmopressin) and resolved spontaneously within 3 months.